Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. All buttons function properly. No blank display or stuck button error alarm noted during testing. Unable to perform the displacement test due to insulin flow blocked alarm. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Stuck button error alarm found in the pump history file/trace on (B)(6) 2024 at 15:05:29. Pump was cut open to perform visual inspection and found moisture damage on the keypad connector on the pcba 1, on the pcba1 and dried insulin build up on the motor slide. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Blank display not confirmed. Stuck button error alarm confirmed due to moisture damage on keypad connector on the pcba 1. Insulin flow blocked alarm due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display and a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting indicates that the pump requires replacement. The display returned after being blank for less than 30 seconds. The battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.